Event description:
The customer reported that all of their transmitters are displaying communication loss. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that all the transmitters were displaying comm loss at the central nurse's station (cns). No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: comm loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. In this complaint, the telemetry system went down and all gz transmitters displayed comm loss. During follow-up communication with the customer, they indicated they had an issue with their facility's wi-fi system. After the issue with their wi-fi system was fixed, the comm loss issue was resolved. Based on the available information, the root cause of the issue is the customer's network environment. There is no malfunction of the nihon kohden device.

Manufacturer narrative:
The customer reported that all of their transmitters are displaying communication loss. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that all of their transmitters are displaying communication loss. No harm or injury was reported.